Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medicationthere were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the drawer card and position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.